Event description:
It was reported the asymptomatic patient exhibited rv lead noise and an alert for non-sustained rv oversensing. No inappropriate therapy was delivered and no electrical abnormalities were observed. The lead was explanted and replaced with no adverse consequences to the patient.